Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
The right atrial (ra) lead was not successfully implanted. The ra lead exhibited noise and dislodgement. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and dried blood was present around the neck region. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the cathode coil had a break near distal end of lead. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
Additional information received, and a supplemental report is being filed.